Event description:
A medtronic representative reported that, while in a cranial procedure, the site alleged difficulty tracking instruments and reference frame; both were flickering between red and green. In trouble-shooting, the camera was adjusted, lights around the clinical work space were adjusted, and changing out spheres on both reference frame and instruments did not resolve the issue. The surgeon opted to continue and completed the procedure with the use of the navigation system, as planned. There was no impact on patient outcome.

Manufacturer narrative:
Return requested. Replacement camera shipped to site (B)(4) 2015. Replacement camera returned to manufacturer unused on (B)(4) 2015. Package had been opened. A medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Reported issue could not be replicated. Recommendations were made to monitor the navigation system to ensure functionality returning the replacement camera to the manufacturer. A medtronic representative, following-up at the site, stated that no further issues have been reported.